Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. The customer resolved the issue by replacing the ict module. No additional discrepant result issues have been reported since the ict module was replaced, and the ict module was determined to be the cause of the issue. The instrument service history review revealed no additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one patient. The following results were provided (reference range 136 - 145 mmol/l): sample 1 initial result 166 mmol/l, repeat result 141 mmol/l. Sample 2 initial result 168 mmol/l, repeat result 140 mmol/l. Sample 3 initial result 173. Mmol/l, repeat result 141 mmol/l. Sample 4 initial result >200 mmol/l, repeat result 139 mmol/l. Sample 5 initial result 162 mmol/l, repeat result 135 mmol/l.. No impact to patient management was reported.

Manufacturer narrative:
Additional information added to section b5 and h11. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. The customer resolved the issue by replacing the ict module to pre-amp cable. No additional discrepant result issues have been reported since the part was replaced, and the cable, ict to ict preamp was determined to be the cause of the issue. The instrument service history review revealed no additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one patient. The following results were provided (reference range 136 - 145 mmol/l): sample 1 initial result 166 mmol/l, repeat result 141 mmol/l. Sample 2 initial result 168 mmol/l, repeat result 140 mmol/l. Sample 3 initial result 173. Mmol/l, repeat result 141 mmol/l. Sample 4 initial result 200 mmol/l, repeat result 139 mmol/l. Sample 5 initial result 162 mmol/l, repeat result 135 mmol/l. Update: new discrepant results added to the ticket. The following data was provided: (B)(6) 2025. Sample 1 initial result 185 mmol/l, repeat result 139 mmol/l. Sample 2 initial result 187 mmol/l, repeat result 140 and 138 mmol/l no impact to patient management was reported.